Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that during a manufacturer action execution the monitor connector on the controller was noticed to be broken. The controller was exchanged with no reported consequences or impact to the patient. No additional information provided.

Manufacturer narrative:
The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications. The device failed visual inspection due a bent pin inside the data serial port. The damaged serial port connector was unable to be used, rendering the port inoperable. The most likely root cause of the reported event can be attributed to a forced connection. The manufacturer has opened an internal investigation to evaluate the power supply port connection bent pins.